Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii delivery tube detached when a customer depressed the plunger to deploy the seal into the aorta. Operation time was extended for 5 minutes. A replacement device was used to complete the procedure. There were no pt effects. Product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on 04/23/2010, for investigation. Visual inspection revealed that the delivery tube was detached, the seal and springs were inside the tube, and the device was very bloody. There was some glue around the top of the tube. A supplemental report will be submitted when the investigation is completed. (B)(4).